Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: the lot number provided is a vendor lot, which yielded multiple UDI¿s for potential zb lots: (B)(4). A visual inspection was completed on the qty two returned 01-7149 drills. Visual verification of fracture confirmed as well as bending on both devices at what would appear to be the breaking points. The complaint is confirmed. A determination cannot be made as to what caused the fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00413.

Event description:
It was reported that when the surgeon used a trocar to fix the screw, using the distractor, the drill tip became slightly slanted and broke. The surgeon took out the drill bit so that there was no residue left, and another drill bit was used. No further information is available at this time..